Manufacturer narrative:
Good faith efforts were made to obtain additional information regarding the cause, resolution associated with this complaint evaluation, but there is no additional information available. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
Philips received a complaint on the heartstart mrx device indicating that there was a self-test fault.

Manufacturer narrative:
Institution phone: (B)(6). Reporter phone: (B)(6).